Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('uterine perforation'), device dislocation ('migration of essure device location of device: cornual region of the left fallopian tube'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and endometritis ('consistent with chronic endometritis') in a 37-year-old female patient who had essure (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed essure". The patient's medical history included miscarriage, multigravida and parity 2 ((B)(6) 1993 , (B)(6) 2006). Previously administered products included for an unreported indication: phentermine from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included anemia, arthritis, obesity, chronic cervicitis, tracheal squamous cell metaplasia, chronic lymphocytic inflammation with pontine perivascular enhancement responsive to steroids and adenomyosis. Concomitant products included iron since 2004 for anemia, nabumetone (relafen) since (B)(6) 2006 for arthritis as well as paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), 27 days after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain pelvic pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), right ectopic gestation, lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, endometritis, menorrhagia, depression, anxiety, dysmenorrhoea, abdominal pain, bacterial vaginosis, vulvovaginal candidiasis and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometritis, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 158 lbs. Events resolved after essure removal: pain, bleeding, ectopic pregnancy, migration, perforation, bladder problem and urinary problem. Received treatment for pain, bleeding, bladder/ urinary problem, migration, perforation, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. As per pfs: the fallopian tubes were blocked. As per mr: impression - right micro insert lies in a distallocatiol1 but less than 30 mm from the cornua. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: dysmenorrhea, pelvic pain & one was described in patients medical record: endometritis. Lot number: 623316 manufacturing date: 2007-02 expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: cornual region of the left fallopian tube'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), endometritis ('consistent with chronic endometritis') and uterine perforation ('uterine perforation') in a 37-year-old female patient who had essure (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed essure". The patient's medical history included miscarriage, multigravida and parity 2 ((B)(6) 1993, (B)(6) 2006). Previously administered products included for an unreported indication: phentermine from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included anemia, arthritis, obesity, chronic cervicitis, tracheal squamous cell metaplasia, chronic lymphocytic inflammation with pontine perivascular enhancement responsive to steroids and adenomyosis. Concomitant products included iron since 2004 for anemia, nabumetone (relafen) since (B)(6) 2006 for arthritis as well as paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), 27 days after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain pelvic pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post removal complication") and uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), right ectopic gestation, lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, endometritis, menorrhagia, depression, anxiety, dysmenorrhoea, abdominal pain, bacterial vaginosis, vulvovaginal candidiasis, post procedural complication and uterine perforation outcome was unknown and the pelvic pain, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometritis, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 158 lbs. Events resolved after essure removal: pain, bleeding, ectopic pregnancy, migration, perforation, bladder problem and urinary problem. Received treatment for pain, bleeding, bladder/ urinary problem, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. As per pfs: the fallopian tubes were blocked. As per mr: impression - right micro insert lies in a distallocatiol1 but less than 30 mm from the cornua. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: dysmenorrhea, pelvic pain & one was described in patients medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the event bleeding, bladder/ urinary problem updated to recovered resolved and new event uterine perforation were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s), device dislocation ('migration of essure device location of device: cornual region of the left fallopian tube'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic), endometritis ('consistent with chronic endometritis') and uterine perforation ('uterine perforation') in a 37-year-old female patient who had essure (batch no. 623316) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed essure". The patient's medical history included miscarriage, multigravida and parity 2 (B)(6) 1993, (B)(6) 2006). Previously administered products included for an unreported indication: phentermine from (B)(6) 2007. Concurrent conditions included anemia, arthritis, obesity, chronic cervicitis, tracheal squamous cell metaplasia, chronic lymphocytic inflammation with pontine perivascular enhancement responsive to steroids and adenomyosis. Concomitant products included iron since 2004 for anemia, nabumetone (relafen) since (B)(6) 2006 for arthritis as well as paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal hemorrhage ("abnormal bleeding(vaginal, menorrhagia) and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), 27 days after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain pelvic pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post removal complication") and uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), right ectopic gestation, lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, endometritis, menorrhagia, depression, anxiety, dysmenorrhoea, abdominal pain, bacterial vaginosis, vulvovaginal candidiasis, post procedural complication and uterine perforation outcome was unknown and the pelvic pain, vaginal hemorrhage, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometritis, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal hemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 158 lbs. Events resolved after essure removal: pain, bleeding, ectopic pregnancy, migration, perforation, bladder problem and urinary problem. Received treatment for pain, bleeding, bladder/ urinary problem, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. As per pfs: the fallopian tubes were blocked. As per mr: impression - right micro insert lies in a distallocatiol1 but less than 30 mm from the cornua. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: dysmenorrhea, pelvic pain & one was described in patients medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the event bleeding, bladder/ urinary problem updated to recovered resolved and new event uterine perforation were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: cornual region of the left fallopian tube'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and endometritis ('consistent with chronic endometritis') in a 37-year-old female patient who had essure (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed essure". The patient's medical history included miscarriage. Previously administered products included for an unreported indication: phentermine from (B)(6) 2007. Concurrent conditions included anemia, arthritis, obesity, chronic cervicitis, tracheal squamous cell metaplasia, chronic lymphocytic inflammation with pontine perivascular enhancement responsive to steroids and adenomyosis. Concomitant products included iron since 2004 for anemia, nabumetone (relafen) since january 2006 for arthritis as well as paracetamol (acetaminophen) since november 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), 27 days after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain pelvic pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), right ectopic gestation, lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, endometritis, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometritis, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. As per pfs: the fallopian tubes were blocked. As per mr: impression - right micro insert lies in a distallocatiol1 but less than 30 mm from the cornua. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: dysmenorrhea, pelvic pain & one was described in patients medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: cornual region of the left fallopian tube'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and endometritis ('consistent with chronic endometritis') in a (B)(6) year-old female patient who had essure (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed essure". The patient's medical history included miscarriage. Previously administered products included for an unreported indication: phentermine from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included anemia, arthritis, obesity, chronic cervicitis, tracheal squamous cell metaplasia, chronic lymphocytic inflammation with pontine perivascular enhancement responsive to steroids and adenomyosis. Concomitant products included iron since 2004 for anemia, nabumetone (relafen) since (B)(6) 2006 for arthritis as well as paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 27 days after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain pelvic pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), right ectopic gestation, lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, endometritis, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometritis, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. As per pfs: the fallopian tubes were blocked. As per mr: impression - right micro insert lies in a distallocatiol1 but less than 30 mm from the cornua. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: dysmenorrhea, pelvic pain & one was described in patients medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received: lot number was added. New events: vaginal bleeding, menorrhagia, urinary tract infection, vaginal infection, depression, mental anguish, migration of essure device location of device: cornual region of the left fallopian tube, dysmenorrhea, perforation (fallopian tube(s)), pregnancy (ectopic), device ineffective were added. One event endometritis was captured from mr. Lab test was updated. Outcome of pelvic pain was updated from unknown to recovering/resolving. Concomitant drugs and conditions were added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: cornual region of the left fallopian tube'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and endometritis ('consistent with chronic endometritis') in a 37-year-old female patient who had essure (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed essure". The patient's medical history included miscarriage, multigravida and parity 2 ((B)(6) 1993 , (B)(6) 2006). Previously administered products included for an unreported indication: phentermine from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included anemia, arthritis, obesity, chronic cervicitis, tracheal squamous cell metaplasia, chronic lymphocytic inflammation with pontine perivascular enhancement responsive to steroids and adenomyosis. Concomitant products included iron since 2004 for anemia, nabumetone (relafen) since (B)(6) 2006 for arthritis as well as paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), 27 days after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain pelvic pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), right ectopic gestation, lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, endometritis, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea, abdominal pain, bacterial vaginosis, vulvovaginal candidiasis and post procedural complication outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometritis, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 158 lbs. Events resolved after essure removal: pain, bleeding, ectopic pregnancy, migration, perforation, bladder problem and urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. As per pfs: the fallopian tubes were blocked. As per mr: impression - right micro insert lies in a distallocatiol1 but less than 30 mm from the cornua. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: dysmenorrhea, pelvic pain & one was described in patients medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: events resolved after essure removal: pain, bleeding, ectopic pregnancy, migration, perforation. New events were added post removal complications, bacterial vaginosis, candida vaginosis and abdominal pain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.